Event description:
During an endoscopic procedure, the physician attempted to remove a cook endoscopy geenen pancreatic stent with forceps. During removal of the stent, resistance was encountered. The physician exchanged the forceps for a snare and attempted removal again. During removal with the snare, the stent broke into two pieces. The physician made an attempt to retrieve the remaining portion of the stent with the snare. During this attempt, the stent broke into two pieces again. The remaining portion of the stent was reported to remain at the head of the pancreatic duct. Four days after the procedure, the physician retrieved the remaining portion of the stent with a snare. No add'l medical procedures were required due to this occurrence other than those described above. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Add'l remaining stent was fully explanted in late 2007. Our eval of the returned stent section confirmed the report of a broken stent. The stent is broken approx 2cm from the proximal end at the location of the flaps. The distal portion of the stent was not included in the return. The area of the break is jagged. The jagged break suggests the stent received excessive pressure during removal. The returned portion of the stent is occluded with bodily fluids. The reporter indicated that the remaining portion of the stent was discarded at the user facility. A discrepancy or anomaly that could have contributed to stent breakage was not observed during our analysis of the returned product. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the appearance of the broken area suggests excessive pressure had been applied, perhaps during removal of the stent. Applying excessive pressure on the stent is the most likely contributor to stent breakage. Prior to distribution, all geenen pancreatic stent are subjected to a visual examination to ensure device integrity. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.